Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and replaced. The system software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated.